Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received only the distal end of the lead was received for analysis. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages consistent with that occurring at time of procedure. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and was replaced. The patient was stable throughout.